Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump kept turning on and off. The insulin pump had a blank display. The display did not return after troubleshooting. Customer's blood glucose level was 20.1 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a missing end cap sticker, a cracked case at the display window corners and minor scratches on the lcd window.